Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 23. Details of surgery: immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, bleeding, fistula and inflammation. No further patient complications were reported.